Manufacturer narrative:
Complaint confirmed, the anvil broke off. The device appears worn and discolored, laser markings were faded and. The cause of the event is undetermined, however a likely cause of the breakage is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the while prepping the bone for a vault lock the ar-9233 broke. The bone was prepped and implant was implanted. Case was completed without issues.